Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. The s9 vpap st is not intended to be used as a life support ventilator and an indicated patient would still be able to continue to breathe spontaneously. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that at the time a patient was found deceased while using an s9 vpap st, the s9 vpqp st was found not working, displaying ¿please close h5i, flip lid attach tube and press any key¿ on the screen, the lid of the h5i humidifier was not closed and there was no audible alarm.